Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a 5 ml diluent instrument fluid leak under the blood sampling valve (bsv) on the coulter lh 780 hematology analyzer. The customer also indicated that as soon as the leak started, mean cell hemoglobin concentration (mchc) results for six (6) patients were affected and the customer disabled the instrument. Review of data provided by the customer shows that the instrument generated erroneously low white blood count (wbc), mean cell hemoglobin (mch), mchc and high red blood count (rbc), hematocrit (hct), and platelet (plt) results without instrument generated flags. Hct, mch and mchc are calculated parameters. All specimens were rerun on an alternate instrument and recovered correct results. No erroneous results were reported out of the laboratory. The results provided by the customer are shown in the attachment section of this report. The operator was wearing lab coat, glasses and gloves at the time of the incident. There was no death, injury, or change to patient treatment attributed or associated to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse removed and cleaned the blood sampling valve (bsv). The fse also discovered that the tubing at the bottom of the bsv was crimped and re-routed the tubing. The fse verified instrument operations. The cause of the leak was attributed to crimped tubing under the blood sampling valve (bsv). The cause for erroneous results is unknown but may be related to the diluent line leak. Per labeling, lh780 instructions for use pn773022 beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.